Manufacturer narrative:
The product was returned from the field. The returned graft was evaluated to determine what the particulate was. Upon inspection no particulate was found on the graft after reviewing the surface of the device under 10x magnification.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During the implant of an arterio-venous graft, the clinician noticed some foreign substance on the graft.

Manufacturer narrative:
Analysis: the device was not returned. The details of the complaint indicate that the graft had foreign matter on the surface. Based on the image provided it is difficult to determine the presence of foreign matter. Conclusion: based on the review of the device history records, the image provided and complaint details atrium medical corporation cannot determine the actual presence of the foreign matter or determine if what was seen in the field came from the manufacturer or after the product was opened in the field. Atrium medical corporation 100% inspects every graft for particulate or foreign matter prior to packaging of the graft to ensure the product is clean.

Event description:
N/a.